Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was because of defective video cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the videoscope cable caused banding in the picture. The customer has not specified whether the reported banding caused a loss of image. This medical device report (MDR) is being submitted to capture the possibly reportable malfunction. At this time the available information suggests a reportable malfunction likely occurred. No adverse effects to patient reported.